Manufacturer narrative:
Initial reporter- zip code: (B)(6). Initial reporter- facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side " when pulling implant out implants ruptured". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-ndr and use error: observed, broken device more than three patterns along the same edge on raduis side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "rupture while pulling implant out." The event of "rupture while puling implant out" is not device related. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "when pulling implant out implants ruptured". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3